Event description:
A customer contacted beckman coulter, inc.(bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system, for one (1) patient. The initial result for the patient sample when tested for accu tni was 91.55ng/ml. The sample was re-tested on another instrument and gave a result of 0.05ng/ml. The erroneous result was reported outside of the laboratory and the patient was administered medication. The customer did not receive any report of patient injury requiring medical intervention attributed to or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc performed in 2007 was within specifications. Three levels of accu tni qc, performed on a fresh reagent pack, were out of specifications high after the erroneous results were obtained. A system check performed ten days earlier was within specifications. Per cf, the customer called regarding wash carousel motion errors obtained during weekly maintenance. A field service engineer (fse) was at the customer lab from 09/24/2007 to 09/27/2007. The fse performed hardware protocol. The fse discovered that the peri-pump was not working.the substrate was leaking into the wash wheel and the luminometer dark count failed. The fse corrected all hardware problems and performed a preventive maintenance(pm). The fse also performed diagnostic calibration and qc/precision testing which all met specifications. Hardware issues may have contributed to this event. However, clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.